Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 500 mg/dl. The customer was offered to troubleshooting for high blood glucose. Customer stated that they using the bolus wizard feature when hospitalized, but not related to insulin pump. The customer was treated with insulin pump for high blood glucose. The insulin pump will not be returned for analysis.